Event description:
It was reported that the pump touchscreen was on, but the display remained black. The customer's blood glucose level was 556 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.